Event description:
It was reported that the doctor placed the plate and drilled the holes, the screws went through but the head would not fully seat into the plate. Additionally, it was reported that the screw would purchase into the first cortex but when it reached the second cortex it would back out.